Manufacturer narrative:
The biomedical engineer (bme) reported that they were having issues with waveforms intermittently disappearing and reappearing on their central nurse's station (cns). Telemetry beds being monitored and that there are no signal loss errors appearing at all. Waveforms appear and disappear intermittently lasting between 1 min to 10 mins. Then nihon kohden technical support (tech support) spoke with the nurse manager. The central nurse's station (cns) and remote network station (rns) tiles did not show any waveforms or numeric for 6 minutes, but still reported the time. The floor has our bsm-6000 series bedside monitors installed. When the incident occurred the readings on the bedside monitors were still active and showing patient vitals. Initially the monitored devices were reported as the telemetry transmitters, but the nurse clarified that they were bedside monitors instead. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021; emailed customer via microsoft outlook for all items under the no information section. The customer responded with bedside monitor as the concomitant device but no models or serial numbers provided. Patient information was not provided. Additional device information: concomitant medical products: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: (B)(6) 2021; emailed customer via microsoft outlook for all items under the no information section. The customer responded with bedside monitor as the concomitant device but no models or serial numbers provided. Patient information was not provided. Remote network station: model: ni, sn: ni. Bedside monitor(s): model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they were having issues with waveforms intermittently disappearing and reappearing on their central nurse's station (cns). Telemetry beds being monitored and that there are no signal loss errors appearing at all. Waveforms appear and disappear intermittently lasting between 1 min to 10 mins. Then nihon kohden technical support (tech support) spoke with the nurse manager. The central nurse's station (cns) and remote network station (rns) tiles did not show any waveforms or numeric for 6 minutes, but still reported the time. The floor has our bsm-6000 series bedside monitors installed. When the incident occurred the readings on the bedside monitors were still active and showing patient vitals. Initially the monitored devices were reported as the telemetry transmitters, but the nurse clarified that they were bedside monitors instead. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the waveforms were intermittently disappearing and reappearing for the bedside monitors (bsms) monitored at the central nurse's station (cns). There were no comm loss errors at the cns. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was contacted for additional troubleshooting but there was no response. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional information such as date and time of the event, software versions, and device information were not provided for log analysis. As information from the telemetry units are relayed over a network, loss waveforms are likely related to errors in the customer's network environment. Hardware failure of the wmts receiver units could also cause issues with the processing of wmts data. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 03/24/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with bedside monitor as the concomittant device but no models or serial numbers provided. Patient information was also not provided. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns, but model and serial number information is noted as no information (ni), as attempts to obtain information were made but not provided. Remote network station: model: ni sn: ni bedside monitors: model: ni sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the waveforms were intermittently disappearing and reappearing for the bedside monitors (bsms) monitored at the central nurse's station (cns). There were no comm loss errors at the cns. No patient harm was reported.